Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401144) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the paroxysmal supraventricular tachycardia procedure, insertion difficulty resulted in a procedural delay. The catheter was inserted into the heart and a 0.032-inch guidewire was inserted into the catheter lumen to advance it into the coronary sinus. However, the guidewire tip did not pass through the distal end of the lumen, and resistance was noted during insertion. Both the catheter and guidewire were replaced, and the guidewire was able to pass through the lumen smoothly. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f, duo-decapolar, csl, response ep catheter with lumen was received for evaluation. A mandrel was inserted and advanced through the lumen of the returned device with no resistance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported guidewire insertion difficulty remains unknown.